Manufacturer narrative:
From "no consequences or impact to patient" to " no patient involvement". (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope image is cloudy. The hospital will send the product to third party vendor for repair.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope image is cloudy. The hospital will send the product to third party vendor for repair.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope image is cloudy. The hospital will send the product to third party vendor for repair.